Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) exhibited a longer than expected charge time, and declared end-of-life (eol). A pulse generator fault code was also observed during a second attempt to charge the capacitors.